Event description:
It was reported that a patient was implanted with an impella cp and experienced a pump stop. The pump could not be restarted despite trying a new supporting automated impella controller. The pump was explanted and no patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Manufacturer narrative:
The investigation of pump stop has been completed. The impella cp was returned for evaluation. No physical abnormalities were found on the returned product. Large purge gap was found which is due to bearing wear. Data logs were reviewed, and a high motor current pump stop with alarm #13 occurred, on day 16. Multiple attempts were made to restart the pump without success. The root cause of the pump stop was due to bearing wear as pump was run past indicated design life. D9 device returned to manufacture date added g1 reporting contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31061.